Event description:
Same case as: 2030404-2012-00062, 3005188751-2012-00067 and 3005188751-2012-00068. It was reported that during an atrial fibrillation ablation procedure, the patient developed a cardiac tamponade. The physician used an agilis sheath to gain cardiac access. An inquiry steerable catheter, reflexion spiral catheter and therapy cool path catheter were used to create geometry and perform ablation. The physician had isolated the left and right pulmonary veins when the patient became hypotensive. A pericardial effusion/tamponade was confirmed by echocardiography. A pericardiocentesis was performed and the patient stabilized. Approximately three hours post procedure, the bleeding ceased. The patient was transferred for monitoring to the intensive care unit.

Manufacturer narrative:
One cool path duo 7f catheter was received for evaluation. Visual inspection revealed no anomalies. Functional testing revealed the catheter passed continuity, EKG noise level, steering force and ablation simulation testing. The temperature system was verified and met specification. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification of the cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.